Event description:
The healthcare provider reported telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume being reached. Per the healthcare provider the patient heard an alarm since yesterday (B)(6) 2015 so the patient came in to the office today, (B)(6) 2015. The low reservoir and empty reservoir alarms had sounded. The patient had missed their refill appointment according to their last printout which showed (B)(6) 2015 as their low reservoir alarm date. The hcp aspirated 4ml but expected 0ml. The patient experienced sweating on their way to the appointment. The pump was used to deliver gablofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).